Event description:
It was reported that a patient was receiving continuous infusion of fentanyl on a novum iq large volume pump. The nurse needed to administer a bolus dose and entered the dose/time on the pump to administer the bolus. However, the nurse did not hit the "start" key and the pump reverted back to the continuous infusion. There was difficulty determining if the patient received the bolus. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.